Event description:
Contact reported that the end of the tap broke off in the pedicle during spine surgery. Contact reported that the doctor was applying a fair amount of force at the time of the event. The surgeon tried to remove the piece with vice grips and burr to widen the hole and take out the piece. He could not remove the piece from the bone and it was left in place. As an unintended portion of the instrument was left in the body an MDR is being filed to document this event.

Manufacturer narrative:
Tap was returned with the tip broken off. Location of the break was at the 30mm graduation mark. Condition of the tap prior to breakage is unknown at this time. No conclusions can be made at this time. Events of this nature can occur due to material fatigue over time and the forces applied to the device.